Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial lead impedance was slowly decreasing. It was also noted the atrial lead warning was activated and the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and the impedance trend on the atrial pacing lead was decreasing. Atrial pace impedance steadily decreasing throughout record from approximately 675 ohms in (B)(4) 2014 to approximately 250 ohms by (B)(4) 2015. Atrial lead warning occurred on 2014-(B)(4) for low impedance/short circuit pace counts.

Manufacturer narrative:
(B)(4).

Event description:
Further information was obtained which indicated the ra lead impedance measurements are now stable, compared to the low impedance that was observed a few months ago. The ra lead remains in use with unipolar pacing configuration.